Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level in the 500 mg/dl range. The suspected cause of the issue is the pump. The customer went to the emergency room (ER) and was subsequently admitted to the hospital where unknown fluids and insulin injections were administered to resolve the issue. The customer was released from hospital on (B)(6) 2019 and was unsure if there was any permanent damage. System check was performed with tandem technical support and no issues were identified, however the customer insisted that the pump was not working as intended. Reportedly the customer reverted to manual injections for insulin therapy while the replacement pump arrived.